Manufacturer narrative:
The field service representative determined there was a loose tube connection at sv2 causing a detergent leak. He tightened the connection which stopped the leak. He performed mechanism checks and qc to verify the analyzer performance.

Event description:
The user noticed a large puddle of water under the analyzer each morning for several days which extended into a walkway. No pt samples were involved. No injuries occurred.